Event description:
While surgeon was closing the suprapubic incision, he observed that the tip of the needle had broken off while suturing the skin. By x-ray under fluoroscopy, it was noted that the needle was remote from the incision and rather deep in the abdominal wall. Surgeon conferred with radiologist and decision was made not to remove the needle tip. Retained fragment measured .4cm in length.